Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "pain and swelling", "a feeling of cold fluid leaking into left side whilst sleeping, pinching/soreness, difficulty sleeping, pins and needles, brain fog, fatigue and pain in the back of the ribs". Patient additionally reported "also have tinging and numbness in fingers and toes to add to the symptoms I have at the moment", "the rib pain is under my left capsular contracture implant", "I had alopecia telogen effluvium in 2010 roughly", "left shoulder pain which I had xrays for and very bad fatigue and rapid heartbeat (randomly) which my bloods were tested for b12 and thoirid and my b12 was fine but thoirid was a bit high to be retested in 3 months. I also gave twitching muscles and uncontrolled hand leg and neck movements and strange neurological symptoms which I am being referred to a neurologist for. After hearing of bii I am very concerned that there may be a link to these symptoms and having these implants inside my body". Device remains implanted.